Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and was admitted to hospital. Atrial undersensing, loss of capture at times, far field r-wave (ffrw) oversensing and diminished p waves were noted on the right atrial (ra) lead. This lead remains in use. No further patient complications have been reported as a result of this event.